Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that missing ke45 adhesive on forceps cover and a chip on light guide lens glue were found. In addition, the pink probe cover is cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the damages found during the device evaluation are traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.